Event description:
A customer reported experiencing a cartridge alarm issue. The customer's blood glucose level was recorded at 700 mg/dl due to the issue. To address this, the customer administered a correction injection via multiple daily injections and did not require third-party assistance beyond standard procedures. The pump malfunction led to its replacement, and no further action was necessary for the cartridge alarm.